Event description:
The customer reported a nurse had an issue while setting up a refeed of infusion for a patient. The connector tubing broke at the y-connection site while the nurse was trying to connect it to the patient. The nurse was able to get another set of tubing to use for the refeed. There was very little of the refeed lost due to the broken set. There was no harm to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.